Event description:
The physician noted towards the end of the procedure that the sheath was slowly leaking from what appeared to be the junction between the sidearm tubing and the handle assembly. No adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. Visual inspection showed the shaft was wrinkled at 0.46 inches proximal from the tip. The reported leak was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.